Manufacturer narrative:
Other text: d3, g1, and g2 email is: (B)(4). H3 and h6 - evaluation codes: updated. Device evaluation: one device was returned for investigation. Visual inspection noted it was not possible to detect any condition on the surface of the cuff or in the inflation system. Functional testing found the cuff would not inflate and a leak was identified. The complaint was confirmed. Based on the analysis this leak can be caused by supplying excessive air pressure to the inflation system. Root cause cannot be associated with the manufacturing process since the failure reported could not be reproduced using the tools from assembly process. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. No corrective actions were taken since the investigation did not reveal that the defect was caused during the manufacturing process., corrected data: d10.

Manufacturer narrative:
Other text: b3: month and year of event have been provided, day is unknown. A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device cuff did not inflate. There has been no report of patient injury.